Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a blade became lifted. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon¿ was selected for a procedure in the superficial femoral artery (sfa). There was 100% non-bsc stent occlusion in the sfa. The moderately tortuous and moderately calcified lesion was crossed and dilatation was performed inside the stent using the 2cm peripheral cutting balloon¿. The stent was dilated completely and after dilatation was performed several times, the device was removed. During removal from the sheath, a blade on the hub side was lifted approximately one third. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a 2cm peripheral cutting balloon¿ was returned for evaluation. A visual and microscopic examination of the device identified that 3mm of one of the blades and pads was partially detached from the proximal end of the balloon material. The remaining 17mm of blade and pad were noted to be fully attached to the balloon material. The total size of the blade is 2cm. All other blades were intact and fully bonded to the balloon surface. No issues were noted with the blades or pads that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. An examination of the balloon material identified no issues which could potentially have contributed to this complaint incident. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a blade became lifted. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon¿ was selected for a procedure in the superficial femoral artery (sfa). There was 100% non-bsc stent occlusion in the sfa. The moderately tortuous and moderately calcified lesion was crossed and dilatation was performed inside the stent using the 2cm peripheral cutting balloon¿. The stent was dilated completely and after dilatation was performed several times, the device was removed. During removal from the sheath, a blade on the hub side was lifted approximately one third. The procedure was completed successfully with another of the same device. There were no patient complications reported.